Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, 5 of which were kodiak, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(4) 2010. Pt identifiers and dates of use for kodiak: used from (B)(6) 2009.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, 5 of which were kodiak, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 -2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(4) 2010. Pt identifier and dates of use for kodiak: (B)(6) 2009.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, 5 of which were kodiak, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 -2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(4) 2010. Pt identifiers and dates of use for kodiak: used from (B)(6) 2010.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, 5 of which were kodiak, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 -2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(4) 2010. Pt identifiers and dates of use for kodiak: (B)(6) 2009.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, 5 of which were kodiak, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 -2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(4) 2010. Pt identifiers and dates of use for kodiak: (B)(6) 2010.